Event description:
Meter giving very different readings. Analysis run on clark error grid using mean avg reading (56) as reference point vs bd readings (74, 73, 21) yielded some data points in the d range of the grid, outside acceptable limits.